Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The abrasions on the rod contact surface of at least two of the set screws indicate that the set screw was not optimally seated onto the rod, which likely led to the back out. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.

Manufacturer narrative:
The subject product was returned for evaluation but evaluation is still in progress and expected to be completed within 4 weeks. Upon completion of evaluation of the subject part(s), k2m inc will file a supplemental report indicating the findings. Evaluation in process.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a revision surgery took place in which a set screw removed. The patient reportedly had a set screw back out approximately 3 months post-op. Revision surgery took place (B)(6) 2015.